Event description:
A customer reported receiving a "check sensor" message from the adc device and was unable to obtain readings. The customer experienced a loss of consciousness and was seen by a nurse who provided two squares of sugar for treatment. After an unspecified amount of time, it was also reported customer received additional treatment of insulin (dose/type unknown) upon experiencing hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.